Event description:
Customer reported having trouble with the insulin pump and stated that enough insulin is not going through. It was reported that the customer may have been hospitalized; however no further information was able to be collected. Customer reported experiencing high blood glucose readings of 600 mg/dl and 400 mg/dl in the morning. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. A low reservoir and low battery alarms were noted in the alarm history. Customer's recent blood glucose readings were 314 mg/dl and have treated with a manual injection and a bolus. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.